Manufacturer narrative:
Investigation conclusion: the device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this product was part of a system revision due to infection. This device was explanted. No additional adverse patient effects were reported. A new system was implanted approximately ten days later. This product was retained by the hospital.